Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/31/2013 and 8/28/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked lines with black marks found on the lcd. In addition, a secondary issue was noted when the label print was found to be smeared/rubbed off. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging "the meter dropped from hand and it hit a corner of the counter and customer can see the dent in screen from it and whole display has turned black now". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.